Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult to remove (anatomy) appears to be due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficult to remove. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and noted p2 leaflet flail and there were no difficulties visualizing the clip. The clip became stuck in the chords. Troubleshooting was performed for about 30 minutes and the clip was freed. The clip was placed in the intended location and deployed, reducing mr to 1+. There was no evidence of leaflet tear or chordal rupture and there were no adverse patient effects. It is believed that the posterior trajectory of the clip observed while crossing the valve may have contributed to becoming caught in the chords. In the left ventricular outflow tract (lvot) they were on the posterior side of the valve when crossing. There was no clinically significant delay in the procedure. No additional information was provided.